Event description:
Clavicle plate was implanted approximately 15 months ago; at 7 month check up, surgeon reported healing. However, on (B)(6) 2015, surgeon reported the plate had broken, possibly due to non-union. The plate and screws were explanted and replaced with new plate and screws on (B)(6) 2015.

Manufacturer narrative:
Two photographs of the broken plate were provided. Based on the photographs, it can be determined that screws were used in each of the slots and locking screw holes. The break appears rough in texture which would indicate the break was caused by a single overload event as opposed to bending over a long period of time causing the break. Additional MDR associated with this event: MDR 3025141-2015-00010: screws.